Manufacturer narrative:
Reference:(B)(4). Fractured drill bit was evaluated and the reported event was confirmed. Drill bit was inspected for the major diameter and web thickness and was found to be with specifications. DHR was reviewed and no discrepancies were found. A root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Orthopediatrics will continue to monitor for trends.

Event description:
It has been reported that during the placement of a locking cannulated blade plate, a drill bit fractured. No pieces of the drill bit remained in the patient. No adverse events have been reported as a result of this malfunction.